Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. Suggested code (annex g)- mechanical (g04) - stem. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. From the clinical orthopedic surgery, university of illinois at chicago, chicago, il. The study performed at weiss memorial hospital, bone and joint replacement center, 4646 n. Marine drive, chicago, illinois, 60640. Non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation yasser r. Farid, md, phd tech orthop volume 00, number 00, 2025.

Event description:
It was reported through a journal article that 1 patient required revision due to aseptic loosening of the femoral stem at 27 months postop. The patient received a stable spacer and had excellent function at 126 months. Due diligence is complete as multiple attempts were made; however, no further information was received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d10, g3, g6, h1, h2, h3, h6, h10, h11 suggested code (annex g)- mechanical (g04) - femur. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified multiple intraop pictures from different patients for various issues relating to the study. It is not possible to confirm if they are related to the patient in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided in the journal article however it is unknown which is related to the patient for further review. Unable to confirm complaint. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D10: additional associated products unk knee tibial lot# unk unk knee bearing lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.